Event description:
Medtronic reviewed info that the pt with these mechanical valves died 10 days after double valve replacement. It was reported that the pt went into sudden cardiac arrest on the 2nd post operative day and was not responding to conventional CPR. The pt was reopened and put on coronary pulmonary bypass. At that time, the aortic valve was found to be stuck in the systolic position. The valve was rotated and it started to function again; however, the pt passed away on the 10th post operative day. It was reported that the pt had persistent renal failure and never regained consciousness.

Manufacturer narrative:
(B) (4) eval results: device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all mfg specifications for product released for distribution. No issues were identified that would have impacted this event. Without return of the valve, no definitive conclusions can be drawn regarding the performance of the valve.